Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that his blood glucose level was rising. Caller reported that the insulin pump's alarm history showed two recent no delivery alarms were returned. Blood glucose level was 427 mg/dl at the time of the call. No further information was provided.